Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient's daughter called lfs on behalf of the patient and alleged that her meter was set to the incorrect unit of measurement. The patient also reported that the meter was missing segments. The patient did visit her physician in regards to the results. The physician increased the patient's medications due to her meter readings. The patient stated that she did not change the unit of measurement. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the patient suffering a serious injury. A replacement meter is being sent to the patient.